Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings were faded with a bd syringe 0.5ml 29ga 1/2in. The following information was provided by the initial reporter, translated from (B)(6) to english: scale on the syringe was nearly vanished.

Event description:
It was reported that the scale markings were faded with a bd syringe 0.5ml 29ga 1/2in. The following information was provided by the initial reporter, translated from japanese to english: scale on the syringe was nearly vanished.

Manufacturer narrative:
Investigation: customer returned one (1) 29gx12.7mm, 0.5ml bd insulin syringe from an opened polybag from lot 9168994. Consumer reported scale on the syringe was nearly vanished. The returned syringe was examined and it was observed that the barrel was scratched in a few locations resulting in some defective scale markings. A review of the device history record was completed for batch# 9168994. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200824594, 200824466, 200824414] noted that did not pertain to the complaint. There were two (2) notifications [200830459, 200825243] noted for missing zero line. There was one (1) notification [200825098] noted for scratched print. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: zm 200825098 was created during the creation of this lot. Debris was caught in the dial causing the missing print. Correction: debris was removed from the dial.